Event description:
During a transaortic tavr procedure the 23mm sapien xt valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl), requiring intervention. As reported, the first valve appeared to be positioned 50:50 across the annulus. The valve was deployed slowly under rapid pacing but it landed 30:70 aortic/ventricular. Post deployment aortic root angio demonstrated that valve was low and there was moderate pvl. The patient's blood pressure (bp) remained stable. A second 23mm valve was prepped and advanced. It appeared the nose cone of the delivery system pushed up against the 1st valve and caused it to move into the lvot. The second valve with the delivery system was removed and a sternotomy was performed to remove the 1st implanted valve. The patient underwent surgical aortic valve replacement. The patient was in stable condition after the surgically implanted valve. At last report, post operatively the patient was doing well. The native annulus measured 20mm by tee and 20.9x22.5mm with an area of 355mm2 by CT. There was mild native calcification, moderate leaflet calcification and no calcification in the aortic root was reported. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as fair. Ventilation was held during valve deployment and there was no loss of pacing capture. Per report, the valve appeared to be accurately placed at time of deployment; however, when reviewing images post deployment, it appeared low. It was not clear whether the delivery system was perfectly coplanar at the time of deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, an inability to achieve a coplanar view and image intensifier angle were reported to be contributing factors to the malposition and resulting in paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.